Event description:
Locking ring on galileo lag screw protruded medially when locked. The implant was ultimately left in the pt as the surgeon determined the fracture still had the proper reduction to heal.

Manufacturer narrative:
This prod was not returned ultimately the surgeon determined to continue to implant the device determining the fracture still had the proper reduction to heal.